Manufacturer narrative:
Device evaluation- the lens was returned in liquid in a lens vial. Visual inspection found lens haptic torn.(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vticm5_12.6, -13.00/1.0/173 (sphere/cylinder/axis), implantable collamer lens tore during injection into the eye. There was no patient contact. Reporter indicated "the lens was noted to be damaged at time of lens ejection. Surgery aborted, patient will return for icl insertion." Cause of the event is reported as device.